Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an impedance check, electrode combinations with electrode 7 measured to be greater than 4,000 ohms. In addition, ¿???¿ was seen when measuring therapy impedances on program 2. Information received a little more than three weeks later indicated the cause of the high impedances was unknown. No interventions were planned. It was believed the patient was receiving effective therapy as settings with ¿less motor stim or no motor stim¿ were found. The doctor had not called further. No further information was reported.